Event description:
I had essure implanted in (B)(6) of 2010 after I asked for a tubal ligation. My dr pushed this and I agreed. Since then I have experienced a long list of health complications. Chronic fatigue, weight loss, diagnosed with ibs-d after loosing my gallbladder in 2015, break out in itchy hives, feeling of things crawling on my skin, chronic pelvic pain on both sides (ovaries), stabbing shooting pain in abdomen, lower back pain, neck headaches, massive hair loss, nausea and vomiting. Loss of appetite. Weird taste in my mouth. Heightened anxiety, night sweats, mood changes, pain in arms, tingling feelings in hands and fingers. Insomnia, muscle loss all over body, loss libido, all over body pain. Loss of teeth, teeth problems, uti, chronic brain fog, chronic diarrhea, heart palpitations, numb tongue, etc. I have been to emergency room a number of times for unexplained vomiting/nausea, abdominal pain, chest pain. I'm always sick.